Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the cable insulation was damaged and that interrogation was intermittent. It was noted that moving the cable influenced telemetry. The cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was in a box of several loose heads. Follow-up determined that they were returned for varying reasons including difficulty being able to "auto identify" patient devices, cord and cosmetic issues. The programmer head was returned for service. Per follow-up, there was no patient impact.